Event description:
Customer called reporting physical damage to his insulin pump. Customer's blood glucose was 112 mg/dl. He stated the device is cracked near the reservoir area. Customer pulled the device out of his back pocket and noticed the damage. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.